Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that reconstrainment difficulties were encountered. The target lesion was located in the iliac vein. A 16x90/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, during procedure, it was noted that the deployment mechanism was stuck and the stent was unable to deployed. The device was removed by pulling it back, out through the sheath and the stent was approximately 10% deployed of the lesion while it was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.